Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. The product was manufactured on may 13, 2021. Three photos were provided for the investigation. The photos were reviewed, but the reported issue could not be confirmed visually. Two unused, brand-new samples were then received at the manufacturing site for evaluation. The samples were both visually and functionally tested, and no failures were found; both feeding sets were confirmed to meet specifications. A corrective action is not applicable at this time as the reported issue could not be confirmed. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Section b5 has been updated to reflect additional information provided by the customer.

Event description:
The customer reported that the enteral feeding spike set was leaking at the section where the connector goes over the rotor of the pump. When it began to leak, the pump indicated a rotor error. There was no patient harm reported. Per the reporter, the set was hung the night prior at 8pm and the nurse noticed the leaking the following morning around 10am.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the enteral feeding spike set was leaking at the section where the connector goes over the rotor of the pump. When it began to leak, the pump indicated a rotor error. There was no patient harm reported.